Event description:
In response to medwatch 1023092. It was reported that the use of the on-q local anesthetic delivery system in a pt undergoing femoral popliteal bypass surgery associated with large full thickness skin necrosis of groin wound. This report does not constitute an admission that the device, I-flow, or its employees caused or contributed to the reportable event.